Manufacturer narrative:
Reference reports: 1221359-2021-01353 the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses events two (2) of two (2). The customer reported conflicting results with the ID now covid-19 assay performed on an unknown date on an unknown swab type. The customer reported that he is aware that other hospitals in france are experiencing the issue regarding conflicting results. Multiple attempts were made to obtain additional information but were not successful.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022490 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022490, test base part number 190-430 / lot: 1022490. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022490 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022490 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.